Event description:
It was reported that during f/u decrease in sensing, impedance and high threshold were observed on atrial lead. X-ray revealed that atrial lead had dislodged. The pt had good intrinsic rhythm so ICD was reprogrammed to exchange atrial stimulation and the lead remained implanted. The pt condition was good at the end of the f/u.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.